Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not MFR infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300 mg/dl). Troubleshooting was performed and pump appeared to be functioning as expected. Customer changed the infusion site and stated blood glucose levels have stabilized.